Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 full name (e1 - initial reporter establishment name) - (B)(6). This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: d8, d9, h2, h3, h6, h11 corrected fields: d4, e1, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center exhibited e224 error during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.